Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to oversensing and impedance increase.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 53.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. The insulation was found damaged and squeezed 36.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported clinical observations. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Additionally, the rv shock coil was found deformed, which probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.